Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose and self-treated impending lows based on a downward trend arrow, including ingesting juice and cranberries when glucose was about 100 mg/dl, after which glucose rose to about 250 mg/dl; troubleshooting identified user behavior consistent with overtreatment of perceived hypoglycemia, and education on appropriate low treatment was provided by customer care. Investigation of this case revealed no device malfunction and that user technique and interpretation of trend arrows led to overtreatment and subsequent hyperglycemia. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error.